Event description:
The patient reported the symptoms of problems with ur7 (unspecified) and tooth extraction of ur7. It is unknown if the patient required any medical intervention to alleviate the reported symptoms. It is unknown if the patient was prescribed any medication to alleviate the reported symptoms. It is unknown if the patient is continuing the use of the aligners.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost"; and "the health of the bone and gums which support the teeth may be impaired or aggravated"; and "the length of the roots of the teeth may be shortened during orthodontic treatment, which may become a threat to the longevity of the teeth". The potential root cause is unknown. According to align's clinical review, looking at the initial records (x-rays) tooth ur7 was extracted after several treatments, including a large restoration with apparent recurrent decay beneath the dental filling (possibly due to leakage around the dental restoration). The condition of this tooth (ur7) appears compromised and with a reserved prognosis based on this. This event is being filed as an MDR as the patient reported tooth loss (serious injury) and the invisalign system aligners were being used, and there is no conclusive evidence that has been provided that supports or opposes the fact that the invisalign system aligners could have caused or contributed to this reported tooth extraction.